Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted incarcerated loops of small bowel and pieces of mesh. It was reported that the patient experienced severe pain. The patient had had a previous mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.